Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: stock review: checking the stock, it was verified that there are currently no available units of this product code and lot number. Quantity produced / imported: this product code and batch number were manufactured in total of (B)(4) units. Distributed quantity: all imported units were distributed to (B)(4) customers in (B)(6). Background: the database of complaints and reports received were reviewed and it is identified that there are no reports related to this product code and lot. Batch record: the documentation for the batch manufacture was reviewed, in which the process control and control of the finished product was verified, and no deviations or alterations were identified during the process. Results for batch release: the results obtained for the release of the batch, in terms of resistance to assembly, met the requirements required for this type of suture. Analysis of the sample (s): a visual inspection of the received samples was performed, three of them were closed, and an open sample with the needle separated from the thread (the thread is still rolled in the package). A stress resistance test was performed on the needle junction of the closed samples received and the results meet the OEM requirements. A minimum of five samples would be preferred, because it is the minimum number of units required to perform an analysis. Therefore, this is considered an isolated case of the batch. Conclusions: although the results of closed samples received meet the OEM specifications, note this incident is taken in order to assess whether new or additional measures are required. Actions: no corrective or preventive actions are established. However, this claim is recorded for trend analysis and assessing whether future actions are needed.

Event description:
Country of complaint: (B)(6). It was reported that when the package was opened the thread was detached from the needle.